Event description:
It was reported that the doctor did not use this valve as she claimed that the valve was not flowing when she tested it prior to implantation. She then opened another valve and tested it and it worked and she implanted the second valve in the pt. She asked for the first valve to be sent back for checking. She could not be sure if she used the correct technique when she did the testing.

Manufacturer narrative:
(B) (4). The device has not been returned to the MFR. A review of the mfg records showed no anomalies.